Event description:
Employee health rn was fit testing staff for n95 masks. She opened a new box of small, orange masks. As staff tried them on for fit testing the straps were found to have no stretch or ability to give. They could not be stretched without braking easily. The entire box of new masks was this way. Another box was opened and did function appropriately.